Manufacturer narrative:
E1) address- line 1: (B)(6). The device was returned to olympus for evaluation and the reported event was confirmed. There was a removable white tissue glue in the nozzle. Upon further inspection, it was also found that there was no air/water and the water contact did not meet the standard value due to clogging of the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign matter in the nozzle could not be specified as there was no deviation from the IFU on reprocessing steps, and there was no physical damage confirmed at the nozzle. The suggested event can be detected/prevented by handling the device according to the following IFU: detection methods are written in IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was a foreign matter in the evis lucera colonovideoscope's nozzle. It was found after a diagnostic enteroscopy procedure that was completed with the reported device. There was no report of patient harm or user injury.